Event description:
After a heart catheterization the physician deployed the vasoseal in to the pt's right groin. After hemostasis only a faint pedal pulse, capillary response was sluggish, and toes were cool. An arterial ultrasound was performed and the vasoseal had migrated down the artery preventing blood flow.